Event description:
It was reported that during a da vinci s hysterectomy procedure, a piece from the harmonic curved shears insert, installed on the harmonic curved shears instrument, broke off and fell into the patient. The fragment was retrieved from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic curved insert accessory was returned and evaluated. Engineering confirmed the customer reported complaint and found the insert to be returned with a missing clamp arm. The clamp arm connection joint was damaged and signs of over-extension of the clamp arm were observed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.